Event description:
The physician tried to place a 5mm diameter stent in the anterior tibial artery (ata) with 4 mm diameter that was bleeding after a dissection procedure. The doctor was unable to deploy the stent and attempted to pull the stent back into the sheath and this is when the stent was sheared off the balloon. The doctor couldn't snare the stent but was able to pull it up into the superficial femoral artery (sfa) and deployed it there. There was no patient complications.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the device evaluation.